Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device etco2 was not functioning. The parameter would turn on but the module would not recognize anything. The patient involved was reported to have not experienced harm or an adverse patient impact. The customer reported no immediate clinical action required to prevent serious injury or death.